Manufacturer narrative:
The e-motion was being used with a quickie 2 wheelchair, which is a non-invacare device, manufactured by sunrise medical. The e-motion system is comprised of flame-resistant plastics, which reduces the risk of fire resulting from an overheating event. No adverse event resulted from this incident. The e-motion system was returned to alber USA for evaluation. Based on a preliminary evaluation, the most likely underlying cause of the event appears to be a result of a printed circuit board failure. However, the specific root cause has not yet been determined. It is expected that the e-motion system will be returned to the manufacturer, alber (B)(4), for a more extensive evaluation. Once the evaluation has been completed, a supplemental record will be filed.

Event description:
It was reported that the patient was sitting outside of his nursing home when he smelled something burning and realized it was the e-motion battery. The plastic wheel hub and battery casing was observed to be discolored and melted.

Manufacturer narrative:
The pcb was returned to alber (B)(4). An analysis of the pcb revealed that the incident was a result of a chain of events. It was initiated by a pcb component failure (overheating of the component), which resulted in melting of the solder. Then the melted solder shorted two conductor tracks, thus causing the high heat development observed. The probability of reoccurrence of these particular events ¿ a single component failure followed by the solder coming to rest at exactly the point mentioned ¿ is extremely low, since the pcb rotates during operation. The pcb was developed in compliance with the applicable regulations, and this event is the only one of its kind since production of the device began in 2008. Regardless, the event prompted a reevaluation of the circuit design and pcb layout to identify potential opportunities for improvement. Since this was an isolated event, and it was concluded that there is a low probability of the event recurring, no further action was taken at this time.